Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Correcting UDI # from (B)(4). This is a follow up report for this corrected information. Device received for this event is being corrected from astratech impl ev 3.6s 11mm os catalog # 26313 to osseospeed ev 3.6 s - 11 mm catalog # 25224. This is a follow up report for this corrected information.